Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor stimulation. It was reported that the patient had a loss or change in therapy. The patient reported that the ins does not work anymore since " probably a year ago". The event date was unknown. The patient was redirected to their healthcare provider (hcp) regarding explant. The patient was sent hcp listings in their area as their doctor had moved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the ins had moved and turned on its side and it was hurting his back. No further complications were noted or anticipated.